Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited noise, failure to capture, and failure to sense. The lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The complete lead was returned for analysis with the reported events of noise, no sensing, and no capture. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into a test device as well into a test is4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot that may have contributed to the reported field events.